Event description:
Information received indicates the head of the bed is not going down. It is stuck in the raised position.

Manufacturer narrative:
The technician isolated the issue to a bent head section actuator. He replaced the actuator to repair the bed.